Event description:
It is reported by the patient's husband, that his wife (patient) is not able to see up close; patient is unable to drive and is very unhappy with her vision. Patient's husband feels the current lenses are incorrect and were designed for someone in their 60''s. Furthermore, the lenses have reportedly taken away the patient's ability to focus. A yag laser procedure has since been performed however; outcome was not noted.

Manufacturer narrative:
Additional information provided by patient on (B)(6) 2013 indicated physical exam on (B)(6) 2009, revealed uncorrected visual acuity of right eye 20/70-1 left eye 20/60-2. In addition it was stated that the patient was a (B)(6) female who had developed early cataract in her (B)(6). Her most recent refraction was +1-0.75 x 155 in her right eye and +0.5-1.25 x 22 in her left eye. It was stated that patient had inability to drive at night and constant blurred vision. Postoperatively after day 2 the patient was "ecstatic" and could not get over her improvement in vision. Patient was adamant about not wearing glasses and had a known diopter and a half of astigmatism. Patient was examined on (B)(6) 2008 with vision of 20/300 and 20/200. Patient manifested to 20/20 with +1.25 -0.75 x 163 in right eye and with the +0.25-1.00 x 21 degree she read 20/20 -3 in the left eye. Trace amount of posterior capsular opacification noted "bilaterally¿ on the lens that was reported in the medical information on (B)(6) 2013. A separate MDR supplement is being submitted for each eye. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Lens remains implanted. A manufacturing record review was performed and found that the production order was manufactured per specifications. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report a supplemental report will be submitted.

Manufacturer narrative:
The exam date was (B)(6) 2008. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Patient's husband called and stated that he did not think that the lenses on the implant card are what are implanted in his wife's eye. Further, he stated that the patient has seen another physician who reportedly stated that the lenses are ''octagonal shaped." He indicated that his wife has started noticing a decrease in depth perception. She is unable to be fitted for glasses. The patient is noted to be significantly debilitated by her symptoms. All pertinent information available to the manufacturer has been submitted.